Event description:
Reportable based on device analysis completed on 20may2025. It was reported that the coil could not be pushed forward and got stuck during removal. The patient underwent procedure for internal iliac aneurysm and distal arterial embolization with bsc 35 coils inside the sheath. A 20mm x 40cm interlock coil was selected for use. During the procedure, the coil could not be pushed forward and when attempted to withdraw, it was noted that the coil was stuck. The coil was removed together with the delivery system. The procedure was completed with another of same device. There were no patient complications as a result of this event. However, device analysis revealed that the zap tip and the main coil were detached.

Manufacturer narrative:
Device evaluated by MFR: only the main coil was returned for analysis. Visual and microscope inspections were performed. It was observed that the main coil was bent and stretched at the coil arm and primary coil section, moreover the zap tip was detached. Dimensional inspection of the main coil revealed the components were within specification.